Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to remove the previously placed kugel mesh and repair the recurrent ventral hernia. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A valid lot number has not been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for repair of a ventral hernia. As reported the patient's hernia was repaired with a bard/davol large circle composix kugel patch, reference number 0010204. On (B)(6) 2014: the patient underwent an additional surgery to remove the previously placed composix kugel mesh and repair the recurrent ventral hernia. As alleged, the patient was injured severely an permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery for repair of a ventral hernia. As reported the patient's hernia was repaired with a bard/davol large circle composix kugel patch, reference number (B)(4). (B)(6) 2014: the patient underwent an additional surgery to remove the previously placed composix kugel mesh and repair the recurrent ventral hernia. As alleged, the patient was injured severely an permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with ventral abdominal wall hernia, thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿the patient had a hernia defect palpable just to the right and slightly below the umbilicus. This was excised along with the abdominal adhesions. Then a composix kugel patch was placed and sutured.¿ (B)(6) 2013 - patient was diagnosed with cholelithiasis, thereby underwent laparoscopic cholecystectomy with intraoperative cholangiogram. (B)(6) 2014 - patient was diagnosed with recurrent ventral abdominal wall incisional hernia with painful, contracted mesh palpable in the subcutaneous tissue, thereby underwent removal of old composix kugel mesh and open repair with synthetic mesh. Per operative notes, ¿it was found that the old mesh was contracted. The incision was carried through the scar and the mesh was in the subcutaneous space. The mesh was dissected free of the fascial borders of the hernia and completely removed. There was a large amount of scarring between omentum and the mesh. Then a synthetic mesh was placed and sutured.¿ attorney alleged that the patient had mesh shrinkage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to remove the previously placed kugel mesh and repair the recurrent ventral hernia. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A valid lot number has not been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years 7 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, scar tissue, and abdominal pain thereby underwent repair with removal of mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b7, d4 (corporate lot no, expiry date, UDI no), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.